Manufacturer narrative:
August 20, 2015 02:19 pm (gmt-4:00) added by (B)(6): a maquet field service technician (fst) inspected the device. He found the rubber bumper conformed to its specifications and in good condition. He was able to re-position the bumper back into its original position and returned the device to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of the covers during yearly maintenance. (B)(4).

Event description:
Customer complained that the central axle bumper fell off of the light during an operation, contaminating the sterile field. No injuries were reported. (B)(4).